Event description:
A representative later reported that on (B)(6) 2014 they had been informed there was an issue with the patient¿s pump system, specifically with the catheter, and that there was a suspected severed catheter in the spinal portion. It was found there was not any damage to the catheter, but that it was just kinked at the catheter site.

Event description:
A representative was in a catheter case at the time of the report and required an 8596 sutureless connector segment for the procedure. It was later noted that no product was used for the case. The doctor made an incision at the suture site on the patient¿s back. Once opened, they found the catheter was kinked at the suture site. The catheter had kinked, but it was not severed. The doctor unkinked the catheter and re-sutured the anchor to the fascia. Nothing was changed on the day of surgery as far as product or drug usage. The patient reportedly survived without sequelae. The pump contained lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).